Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's mother reported, customer was receiving an inaccurate high glucose reading (253 mg/dl) from their freestyle flash meter. Customer's mother reported, customer then self administered with insulin accordingly. Customer's mother reported, customer had one episode of seizure the following morning. Paramedics were called and transported customer to hosp, where she was treated with a glucagon shot. There is no report of a diagnosis at the hosp.